Event description:
It was reported through a research article identifying tendril sts 2088tc leads that may be related to an event of loss of capture. Specific patient information is documented as unknown. Details are listed in the article, titled "novel approach to left bundle branch area pacing lead implantation using a 3-dimensional stylet."